Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Pt reported she was returned to surgery for a repair of a recurrent hernia fifteen months following a previous hernia repair. The causal relationship of the event to the device has not been determined.